Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported by the pt that he has been experiencing loosening and he can feel his hip move around, he also experiencing squeaking and pain in hip area during walking. He wants to know if his hip was part of the recall.